Event description:
It was reported an internal electrical component burned the fabric foundation of the unit. Our inspection revealed a broken wire, which appeared to have been damaged when the unit had been folded during use. We concluded that this report was attributable to misuse of the product on the part of the consumer. We have contacted the doctor and instructed him regarding proper use of our products.